Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the endoscope mount of the device was loosed. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the ccd of the device was broken and the endoscope mount of the device was loosed. The exact cause was unknown; however, omsc assumed a potential cause as follows. - the endoscope mount was loosen by excessive stress. - the ccd unit was broken by excessive stress. The instruction manual of the device states the corresponding method in case of an abnormality.